Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation. Envista toric lens is not currently approved for marketing in the united states. This report is being submitted based on similarity with envista lens.

Event description:
It was reported that the lens was dry and there was low or no fluid in the lens vial. This was observed during preparation for use. This occurred with 4 lenses. This report refers no lens 2 of 4. Refer to MFR # 1313525-2015-00758 for lens 1 of 4. Refer to MFR # 1313525-2015-00760 for lens 3 of 4. Refer to MFR # 1313525-2015-00761 for lens 4 of 4.